Event description:
It was reported that the user experienced a low blood glucose of 46 mg/dl while using the ilet, described as an isolated event potentially related to warm weather, with no device alerts or alarms and self-treatment initiated with oral carbohydrate (honey) and plans for glucose tablets as needed. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included resolution with oral glucose and no hospitalization. Investigation included complaint intake and troubleshooting with user education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction, no alarm activity, and no identifiable device-related issue, and the event was characterized as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.